Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that there was flushing error and nothing came out before vitrectomy surgery (with retinal detachment repair). The procedure was completed by replacing with another vitrectomy pak. There was no patient contact as the event happened before the patient entered into operating room.

Event description:
Upon further review of the file, reporting flushing error and nothing comes out before vitrectomy surgery (with retinal detachment repair) is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The event is only related to priming failure related issue.

Manufacturer narrative:
Upon further review of the file, reporting flushing error and nothing comes out before vitrectomy surgery (with retinal detachment repair) is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The event is only related to priming failure related issue. No further reports will be scheduled under mfg. Report num. 1644019-2024-01858. The manufacturer internal reference number is: (B)(4).